Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, while using the robotic assisted satellite station device with the robotic assisted base station device, and the robotic assisted saw handpiece device the surgeon observed that the robot was cutting out more than usual, and cuts seemed a bit off. It was unknown if the robot was mounted to the surgical bed. There were no reports of injuries, medical intervention, or prolonged hospitalization. No further information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary - the actual device was evaluated. The device log files were reviewed for these events. Issue 1: ¿surgeon reported the robot was cutting out more than usual.¿ issue 2: ¿cuts seemed a bit off.¿ investigation summary for issue 1: the investigation confirmed ¿surgeon reported the robot was cutting out more than usual.¿ the investigation showed that the logs confirmed blocked tracker pop-up occurred multiple times throughout the procedure. Based on available information the most probable cause of the confirmed allegation can be traced to use error. The user indicated that there was no negative impact on the patient¿s outcome and no patient harm. This issue will continue to be monitored through complaint trending as part of post market surveillance. Investigation summary for issue 2: the investigation confirmed ¿cuts seemed a bit off.¿ upon reviewing the log files, it was found that the cut was off by -1.3 to 1.1mm. With the available information and the allegation of a cut being inaccurate a single root cause could not be established. It is important to note that 2mm or less accuracy is considered within the expectations for system performance based on data gathered in the validation process, the measured values of this complaint are within the expectations of system performance. The system is performing as intended and therefore a root cause cannot be determined with a single assignable cause. The investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause for the described issue cannot be established as no defect was found.